Manufacturer narrative:
Multiple attempts were made to obtain information on this event; however, no additional information was provided. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Manufacturer narrative:
(B)(4).

Event description:
The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave is the clinical study database (csd), capturing the data through the grt 10-11 module. On (B)(6) 2014, the patient was implanted with two gore excluder aaa endoprostheses aortic iliac extenders to treat an abdominal aortic aneurysm. It was reported that the patient experienced post-op anemia and received a transfusion of one unit of blood. The patient's post transfusion hemoglobin went up from 7.4 to 9.2. Anemia was resolved. Reportedly, the event was not related to the device or procedure. Pre-treatment computed tomography angiography (cta) showed that the maximum diameter of the aortic aneurysm/lesion was 32mm. The patient tolerated the additional procedure and discharged from the hospital on (B)(6) 2014. On (B)(6) 2014, follow up cta determined that the maximum diameter of the aortic aneurysm/lesion was 38mm. On (B)(6) 2015, follow up cta determined that the maximum diameter of the aortic aneurysm/lesion was 29mm. On (B)(6) 2014, the patient experienced a diffuse 80% stenosis of the right external iliac artery and on (B)(6) 2015 underwent the reintervention using the idev supera stent. Reportedly, the event was not related to the device or procedure. Further information was requested.